Event description:
It was observed during the device inspection, that the endoeye flex 3d deflectable videoscope had the dhesive around objective lens peeled. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: adhesive around objective lens is peeled; adhesive on bending section cover or distal sheath rubber has a chip; bending section cover or distal sheath rubber had a scratch; control unit has a scratch; grip has a scratch; upwards/downwards plate has a scratch; right/left plate has a scratch; switch1 has a scratch; light guide connector has a scratch; video connector case has a scratch; video connector (slave side) has a scratch; video connector case has a scratch; and video connector has a scratch. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Correction is being made to previously summited g3 - date received by manufacture which was not late. The correct date was 05/23/2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the objective lens glue was peeled off occurred due to stress of repeated use, external factors or handling of the device. The event can be detected/prevented by following the instructions for use which state: instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.